Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders, chipped out on lower left front corner of case, the bottom case cracked by the l bracket screws, the right plunger case was cracked, all the hinges were broken, and the broken pieces were rattling inside the pump. Primary audible alarm failure found in pump event history log. During functional testing the reported issue of primary audible alarm failure was unable to be duplicated using the power up process. The root cause was unable to be determined. The interconnect board were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a primary audible alarm failure. No patient injury was reported.